Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the 2 stations were in disconnect mode. A technical support specialist (tss) customer called in to provide an update on the case. The customer informed that one station was working fine with no error icons on the screen. Upon checking, another station was no longer offline. The customer was advised to reboot the station by switching it off, unplugging the power and network cables, letting it rest for 10 minutes, then plugging the cables back in and powering it on. Customer mentioned that after completing the reboot to provide an update. All machines were running fine at that time. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a disconnect mode and the user was unable to dispense medication. The user had attempted to reboot the station, but the disconnect mode still did not clear. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.